Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument performance. The fse confirmed that the customer had completed a system check after the event which failed to meet specifications. He replaced the substrate valve and noticed that the analytical unit was dirty. He removed and cleaned the analytical unit. System check and high sensitivity system check then met specifications. A wash buffer precision test was run, and one flier was observed. Fse rebuilt the wash and precision pumps which resolved the issue. Although no specific part can be incriminated, there is sufficient evidence of a hardware malfunction. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) result is due to a hardware/system malfunction, although no one part can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the patient's sample two (2) additional times on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained one higher result and one result within the assay's normal reference range. The customer re-centrifuged and reanalyzed the patient's sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained two results within the assay's normal reference range. The initial elevated access accutni+3 result was released from the laboratory. There was a report of a change to treatment based on the elevated result. The patient was admitted from the emergency center to the cardiac ward and was treated with clexane and tichogrelor. No serious injury related to the access accutni+3 results were reported. Calibration and system check parameters were all recovering within expected ranges before the time of the event. The patient's sample was collected in a rapid serum tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). The tube was reported to be incompletely filled.